Event description:
The hosp reported the following info: (1) a pt was being transported from the operating room with a c1000t that was laid on its side beside pt. (2) the pt received liquid oxygen cold burns to the thigh that required treatment.